Manufacturer narrative:
Event was submitted to the web site of the usp medication error reporting program. Reporter chose to remain anonymous. Bd regulatory compliance received a copy of the report on 1/3/2008. Medical department was notified of the report. The catalog number provided in the usp report for the arrow international central line kit was entered in the arrow international web site and a copy of the contents in the kit was listed. It did not show a bd 10ml ll sterile single use syringe as part of the kit. Multiple follow-ups with usp and ismp have been conducted. If any further information is received, a follow-up report will be submitted. Regulatory compliance will continue to conduct trend analysis on a monthly basis to monitor any changes.

Event description:
Since going to needleless system, our system is experiencing an increase in IV tubing caps being accidentally removed when unscrewing syringes. Two patients with central lines developed air embolism. Both survived.